Event description:
Triathlon ts femoral revision patient had complained of worsening pain. Previous tibial revision in 2019 implant details available for that surgery. During surgery was noted the patella had wear marks this was also replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon stem extender; cat# 5571s025; lot# v30elp. Tri ts baseplate size 4; cat# 5521b400; lot# doe7za. Med howmedica bone plug 1pk; cat# 62155011; lot# cppuj06bf. Tri cemented stem 12mmx50mm; cat# 5560s112; lot# 0087225h. No 4. Triathlon ts plus tibial insert x3 poly 16mm; cat# 5537g416; lot# 7857py. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Manufacturer narrative:
Corrected data: date of implant. An event regarding wear involving a triathlon patella was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the patella is worn. The damage present on the anterior and posterior surfaces is consistent with delamination and material loss. The damage on the articulating surface of the patella is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. Clinician review: no medical records relevant to this event were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain and wear of the patella was observed intraoperatively. Visual inspection of the returned device indicated that the patella is worn. The damage present on the anterior and posterior surfaces is consistent with delamination and material loss. The damage on the articulating surface of the patella is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon stem extender; cat# 5571s025; lot# v30elp. Tri ts baseplate size 4; cat# 5521b400; lot# doe7za. Med howmedica bone plug 1pk; cat# 62155011; lot# cppuj06bf. Tri cemented stem 12mmx50mm; cat# 5560s112; lot# 0087225h. No 4. Triathlon ts plus tibial insert x3 poly 16mm; cat# 5537g416; lot# 7857py. Tri ts femur sz5 left; cat# 5512-f-501; lot# hvjo. Tri press-fit stem 12mm x 100mm; cat# 5565-s-012; lot# m6n19. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Triathlon ts femoral revision patient had complained of worsening pain. Previous tibial revision in 2019 implant details available for that surgery. During surgery was noted the patella had wear marks this was also replaced.